Event description:
It was reported that, during a tka surgery, a journey fem impact bumper left broke off during impaction. All pieces were successfully recovered. Surgery was completed with a change in surgical technique. No delay. No harm to patient or staff.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned item that the bumper fractured into two pieces. Both pieces were returned. The device exhibits significant signs of use and wear. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms based on the information provided, the clinical root cause of the impactor bumper breakage cannot be definitively concluded. The patient impact beyond the reported impactor bumper breakage cannot be determined. Reportedly, since there was ¿no delay¿ in the surgical procedure, ¿all pieces were successfully recovered¿, and there was ¿no harm to patient or staff,¿ no further clinical medical assessment is warranted, as no patient harm has been alleged. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.